Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was 148 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack or peeled plastic from top of reservoir side. Customer stated that the plastic part of insulin pump was slowly chipping away which prevents the reservoir to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.